Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited 27 noise reversions. On (B)(6) the noise could be reproduced with isometrics. The lead insulation was abraded. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 10.0 cm to 11.0 cm from the connector pin, due to friction with another device.